Manufacturer narrative:
Pending device return for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Information was received alleging a system replacement. Representative reported that underinfusion volume discrepancies had occurred on and off from the time of implant to the time of replacement. Representative also reported that the patient experienced withdrawal symptoms and loss of therapy during periods. On the day of the explant, the pump reported an expected volume of 9.774ml, but aspirated 19ml. No issues with the catheter were observed.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with this pump. Internal complaint number: (B)(4).